Event description:
It was reported that the programmer would not power up, that it's screen was blank and that it was making a noise. It was noted that the sound was not coming from near the programmer's fans. It was further requested that the blue cover for the analyzer connector port be replaced. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment of not booting up fully, the unit passed its functional vxi console test however it was noted that the boot time was longer than normal and that there was a blank display followed by an audible sound until it did boot up and therefore the hard drive was reconfigured and the software reloaded. The comment of intermittent noise was confirmed so the xy board was replaced and the missing analyzer cover was replaced. (B)(4).